Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The returned device analysis revealed there was a core separation at the distal end of the hypotube. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the dragonfly optis imaging catheter (imaging catheter physically wrapped around the guide wire) resulted in the reported difficulty to remove. Manipulation of devices resulted in the noted device damages (stretched/offset coils, multiple bends/kinks). The noted core separation likely occurred due to handling during/post procedure or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a 70% stenosed lesion with high calcific burden in the proximal to mid left anterior descending coronary artery. The hi-torque balance middleweight (bmw) elite guide wire and dragonfly optis imaging catheter were advanced to the lesion without reported issue. However, resistance was felt between the imaging catheter and guide wire during removal of the imaging catheter, and the physician stated that the imaging catheter felt like it had locked together with the guide wire. The imaging catheter physically wrapped around the guide wire during removal, and both devices were carefully removed together from the patient. Another dragonfly optis catheter and bmw guide wire were used to complete the procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.